Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s vents were clogged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: during testing, the pump powered on normally. The pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. No defect was found related to the complaint. The complaint was not duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.